Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that on (B)(6) 2017 the patient experienced a blood glucose of 30 mg/dl with difficulty speaking, confusion and cognitive impairment associated with an alleged inaccurate delivery issue. Reportedly, the patient remained on the insulin pump and was treated by emergency medical services with IV glucose and oral carbohydrates as needed. During troubleshooting with customer technical support, it was revealed that the patient had a bg level of 300 mg/dl and self-treated with their pump causing the low of 30 mg/dl. This complaint is being reported because the patient allegedly experienced hypoglycemia as a result of use error.